Event description:
The event is reported as: the unit will not turn on.

Manufacturer narrative:
The user facility could not confirm if the device was in use on a patient at the time the alleged defect was encountered. The DHR (device history record) investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes were required.